Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a radio frequency programmable integrated circuit failed self test alarm on the insulin pump. Customer stated that he cleared the alarm and rebooted the pump. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer performed the self test and the test failed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and passed self test, the insulin pump function properly. No a64 alarm noted during testing. The insulin pump passed a21 test. No unexpected reboot or restart noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.